Event description:
Catheter extension set is collapsing at the interlink injection site. The facility had started noticing this about one month ago. They have been removing the injection site and putting on a new one, and the problem had not been recurring. There is no report of pt injury. Rn calls back to report that there have been 10 incidents in which this has happened, all on the same reported lot number.